Event description:
It was reported that the system could not display images on the left monitor. This will cause the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The p7 connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.